Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate anti-tachycardia pacing (atp) and shocks. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there were several episodes of potential supraventricular tachycardia (svt) to true ventricular tachycardia (vt) and one major ventricular fibrillation (vf) event. The device also exhibited undersensing as signals below sensitivity levels were noted. Ts recommended programming options. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate anti-tachycardia pacing (atp) and shocks. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there were several episodes of potential supraventricular tachycardia (svt) to true ventricular tachycardia (vt) and one major ventricular fibrillation (vf) event. The device also exhibited undersensing as signals below sensitivity levels were noted. Ts recommended programming options. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section e1 initial reporter title, initial reporter first name, initial reporter last name and e3 occupation.